Event description:
During use of the devise for a cardiopulmonary bypass procedure, the user reported the roller pump stopped unexpectedly. Both the pump and the pump display failed to function. The user also reported that the central control monitor displayed a "service pump" error message. The hand crank method was employed to conclude the procedure. There were no reported adverse consequences to a patient as a result of this event.